Event description:
It was reported that the user dropped the ilet pump, causing the adhesive and needle to come out of the body, after which the agent assisted the user in changing the infusion supplies and successfully reconnecting; the pump displayed a glucose value of 319 mg/dl while a concurrent fingerstick was 363 mg/dl, and glucose was trending down after reconnection. Symptoms included no clinical signs or symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed compromised packaging and an issue related to the packaging component, with no problem detected with the device after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.